Event description:
It was reported that during a lobectomy procedure, the surgeon was not able to open the device. They had to cut out the device with another like device. This incident had no effect on the patient's condition. There were no adverse consequences for the patient.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.